Event description:
Following implant, a transthoracic echo revealed one leaflet to be immobilized. At explant, a clot was observed on the atrial side of the leaflet. The clot did not appear to be the cause of the "jamming, but the consequence of it". A 29mm sjm heart valve was then implanted.

Manufacturer narrative:
Valve was received in st. Jude medical heart valve div fer analysis laboratory in a product return kit, in dry state. Sewing cuff was grayish-brown in color, and contained one suture. Both leaflets were observed to be stuck in closed position, which was most likely due to presence of dried substance appearing to be blood and/or body fluid causing leaflets to adhere to inner diameter of orifice. (This was supported by fact that after valve was chemically sterilized and cleaned, both leaflets exhibited normal mobility.) Valve was chemically sterilized and forwarded to indepedent pathologist for gross morphological examination. Dr. Stated that at time of his examination, no specific abnormalities could be identified. No tissues of any type were present on the valve or sewing cuff, and no materials of any type were present in the formalin container with the valve. Dr. Concluded that reason for reported immobilization of one leaflet in vivo was not apparent, and that such immobilization was not evident at time of his examination. Valve was then cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on the surfaces of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then disassembled for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of co's specifications. Leaflet and orifice dimension were inspected and verified to be within co's specifications. Valve's device history record wax examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with co's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Conclusion: info reviewed from valve's device history record and additional testing performed through analysis laboratory indicated valve complied with co's specifications at time of MFR. Results of this investigation indicated leaflet immobilization observed following implant was not due to intrinsic valve defect, as supported by testing results. Whether or not it was caused by clot, or clot was consequence of leaflet immobilization, remains unknown due to fact there was no evidence of thrombus at time of analysis. It is possible 31 mm valve was too large for pt's annulus, as supported by fact that smaller valve (29 mm) functioned normally once implanted.